Event description:
The bypass circuit was co2 flushed and primed in the usual manner. The cdi blood gas sensor was calibrated and placed inline with the circuit and gas flow to the oxygenator was started in order to ventilate the co2 out of the prime. I started the cdi and observed that the usual gas exchange was taking place. I initiated bypass and observed blood gas parameters to be normal with the arterial partial pressure of oxygen (po2) well above 200 mmhg and dropping slowly, which is not unusual for this point on bypass. Anesthesia has usually hyper oxygenated the pt prebypass. Within three minutes, the surgeon proceeded to clamp the aorta and I was giving the first dose of cardioplegia. At that time, I observed the blood to be darker than usual and the po2 on the cdi monitor drop below 200. I responded by increasing the fraction of inspired oxygen (fio2) from 50% to 70%. The po2 continued to trend down; however, as it went under 150 I became alarmed. The fio2 was increased to 100% and I started to recheck my gas delivery system. Having turned off my anesthetic vaporizer, and reconfirming gas delivery to the oxygenator port, I performed a blood gas analysis. I used the gem 4000 blood gas analyzer to verify what I was seeing. The gem reported that the po2=51 and the carbon dioxide partial pressure(pco2; pco2=55 and a ph of 7.28. Excellent blood flow from the heart lung machine and 100% fio2 oxygen concentration confirmed that the oxygenator had failed. I informed the surgeon that I would need to come off bypass to change out the oxygenator. He concurred and I transferred the blood volume in my oxygenator's venous reservoir back to the pt and came off bypass. The surgeon performed open heart massage to maintain the pt's blood flow while the anesthesiologist ventilated the pt's lungs to maintain oxygenation. I cut out the failed oxygenator, installed and primed a new unit. I then recirculated through the new unit and the venous reservoir to be certain that any possible micro air in the new oxygenator would be removed. I then informed the surgeon that the circuit was ready and went back on bypass. The rest of the operation proceeded routinely without incident. The manufacturer's response for the oxygenator, capiox sx with hardshell reservoir was they would like to pick it up and will give the hospital replacements.